Manufacturer narrative:
The investigation for the reported placement signal issue has been completed. The impella device was not received from the customer nor was clinical information provided sufficient to determine the root cause. Therefore, the root cause of the reported issue could not be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the aorta (ao) and left ventricle (lv) signals were not correlating at all with patient's hemodynamics. The physician acknowledged she could have damaged the sensor on insertion and the pump was exchanged. The new pump worked without issue, and there was no harm to the patient.